Event description:
It was reported that the patient was in program 3 now and felt in the bicycle region and also "where they put it in." It was noted that the patient was experiencing a loss of therapeutic effect. In program one it did not seem to help with the bladder and also caused her to sneeze and cough. The patient switched to program 2 four days ago and it seemed to help however the higher she increased stimulation her right leg hurt and also felt tingling at the ins pocket, patient explained the stimulation was too strong for their leg.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was sufficient to evaluate and investigate because the patient reported pain related to increased stimulation. However, there was also insufficient information because the cause of the loss of therapy and stimulation output issues remains unknown and unresolved. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend pain. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the device is inconclusive because of insufficient event information. Event was related to normal or expected complications or performance as disclosed in product labeling. Concomitant products: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3093-28, lot # v007427, implanted: (B)(6) 2006, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).